Manufacturer narrative:
The pod was received with the formed needle protruding out through exposed soft cannula, confirming the reported event of needle not retracted. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had also damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. There was evidence of blood on the adhesive pad, notable near the bottom housing window. The exposed formed needle contributed to bleeding and reported pain during insertion at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient experienced pain while wearing the pod between 36 and 48 hours. Patient found needle had not retracted as intended; this indicates a needle mechanism failure occurred. No high blood glucose levels were reported with this pod.